Event description:
A reservoir volume discrepancy was reported. The expected volume was 1.4 mls; the actual volume was 12.5 mls. The pt experienced a headache and loss of therapeutic effect. No problem was found during a catheter dye study. A roller study was also performed; the results were undetermined due to poor image qual (dates of device troubleshooting not reported). There had been no previous volume discrepancies. The hcp ordered a 4 mg medication bolus and resumption of 16.002 mg/day simple continuous dosage. Reservoir volumes would be re-evaluated at the next refill visit. The pump was used to administer morphine 25 mg/ml, prialt, bupivacaine, and clonidine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Pump motor stall has not been confirmed in this device.